Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited constant beeping, "no disposable" and high pressure alarms. Per reporter a cassette was placed on the pump, and the previous pump the cassette was on had also exhibited constant beeping and "no disposable" alarms. It was reported that a new cassette was mixed and placed and pump ran with no further issues. No adverse patient effects were reported. Per reporter no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).